Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator post lumbar laminectomy syndrome and spinal pain. It was reported that the patient's stimulation stopped working while the device was on. The patient noticed this a few days prior to (B)(6) 2016 and it happened a handful of times in the past few days. The patient reported that sometimes she could wiggle her body and it would restart but other times she had to use the hand held programmer to adjust before it would start up again. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics had been performed and no actions or surgical interventions had been taken. The issue was not resolved. Additional information was received from the rep. It was reported that the cause of the issue had not been determined. An impedance check was done and nothing was out of range. The issue was not resolved as of (B)(6) 2016. Additional information received from the rep reported that no further actions/interventions were planned as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.